Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Per smartphone compatibility information, with use of application, the customer's iphone 14 plus phone with ios operating system version 2.7.3.3641 has not been tested for compatibility at the time of investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. Investigation attempted to replicate the reported issue, using a similar configuration of iphone 11 pro with ios 16.6 for app version 2.7.3.3641. The reported issue was unable to be replicated and the system functioned as intended. Per the abbott diabetes care compatibility guide for the freestyle libre 2 app, the reported configuration of an iphone 14 is not compatible with the freestyle libre 2 app. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with an iphone 14 phone with an ios operating system version 2.7.3.3641. The low glucose alarm did not sound and the customer was not alerted of changes in glucose level. As a result, the customer required third-party medical treatment however, details of the treatment were not provided as no further information was reported. There was no report of death or permanent impairment associated with this event.